Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: after use of a 7f exoseal device for vascular closure, it was reported that the physician suspected intravascular deployment of the plug. The next day, the echogram showed a ¿plug-like shape¿ in the patient's superficial femoral artery. The patient is asymptomatic. The procedure was percutaneous transluminal angioplasty of bilateral iliac arteries (pta). The access site was the left common femoral artery with retrograde approach using a non-cordis guiding sheath. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was tortuous with slight calcification, no stenosis but was near a stented segment. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. After the pta and stenting of the iliac artery, the guiding sheath was exchanged for a 7f/7cm non-cordis short sheath. The exoseal was inserted into the sheath introducer and connected with it. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath were retracted. The indicator window changed to solid black and the physician pressed the plug deployment button although, there was still bleed-back. The physician suspected intravascular placement of the plug, so hemostasis was achieved with manual compression. The physician commented that ¿the indicator wire might have been caught on an unknown placed stent.¿ the physician achieved certification on the use of the exoseal and used the exoseal 5-10 times. Films of the procedure were not available for review. The device was not returned for analysis. A device history record review of lot 15960911 was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Peripheral artery occlusion is listed as a serious potential risk associated with femoral artery closure procedures. The IFU states that the safety and effectiveness of the device has not been established in patients who within = 1 cm of the puncture site have fluoroscopically visible calcium, atherosclerotic disease, or a stent. Additionally, the IFU procedural steps 6 and 7 indicate: 6. Observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed- back indicator, discontinue the procedure. 7. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Without the return of the device for analysis or films of the reported event, the reported customer complaint ¿plug-inaccurate placement-intravascular¿ could not be confirmed and an exact cause could not be conclusively determined. Based on the information available for review, there are possible vessel and procedural factors (arteriotomy near an implanted stent and ninitol loop could have been caught up in the stent) that may have contributed to the reported event. Neither the DHR review nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken at this time.

Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30-days upon receipt. Concomitant devices: medikit¿s parent 7f 45cm, terumo's 7f 7cm, and an unknown stent. Outcomes attributed to adverse event: flow limiting with no symptoms.

Event description:
As reported by the affiliate, the plug was suspected to being deployed intravascularly. The next day, a plug-like shape was found in the superficial femoral artery. The patient has had no symptoms so far. For this procedure, a 7f exoseal was used for the hemostasis after a pta for bilateral iliac artery. A retrograde approach was made from left common femoral artery. There was slight calcification and tortuosity without stenosis. Pta and stenting for the iliac artery was conducted. A retrograde approach was made from the femoral artery with a non-cordis guiding sheath. The physician achieved certification on the use of the exoseal and used the exoseal 5-10 times. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. However, the arteriotomy was near a stented segment. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. After the pta, the guiding sheath was exchanged for a 7f/7cm non-cordis short sheath. The exoseal was inserted into the sheath introducer and connected with it. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath were retracted. Then, the indicator window changed to solid black and the physician pressed the plug deployment button although there was still bleed-back. The physician suspected intravascular placement of the plug, so hemostasis was achieved with manual compression. In the next day, the echogram showed a plug-like shape in the patient's superficial femoral artery. There were no symptoms to the patient so far. The physician commented that the indicator wire might have been caught on an unknown placed stent. No films are available. The product will not be returned.